Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient was hospitalized four days prior to death due to unrelated events. It was reported pd therapy was ongoing at the time of death; however, the patient was not performing therapy with the hc device at the time of death. The cause of death was unknown. It was reported that an autopsy was not performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). As the device was not returned, a device analysis could not be completed. The cause of the reported event of death was undetermined. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). A return procedure for the device was initiated. Upon receipt, an evaluation will be performed to investigate the reported death. Should additional relevant information become available, a follow-up report will be submitted.